Event description:
It was reported that the patient received inappropriate (B)(6) therapy due to post-paced t-wave oversensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.